Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted; (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead dislodged the day after implant. The original implant was difficult due to patient anatomy, and the patient was scheduled for a revision. However, upon starting the case the rv lead was noted to be in the right atrium. During attempts to reposition the rv lead, it became dirty with blood and stylets were difficult to pass. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.